Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling, which then caused an abnormality in electrical components and an error message was displayed. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the scope cover was burned, the bending section cover adhesive was chipped, the connecting tube was scratched, the universal cord was leaking, the control unit had fluid ingress, the scope connector cover was corroded, the plug unit was corroded, angulation failed, and the knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was a problem with the image of the evis exera iii bronchovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and a b30 scope communication error message was displayed due to a connection issue with the connector and plug unit. The report is being submitted due to error message found during evaluation.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned/melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 08mar2023. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.